Manufacturer narrative:
No anomaly detected by checking the DHR of the lot # involved ((B)(4)) on a total of 15 devices manufactured with the same lot #. We will submit a final emdr when the investigation will be completed.

Event description:
Intra-operative breakage of a physica drill bit (model #9065.10.380; lot #2016ag01y). Event occurred on (B)(6) 2016. The surgeon completed the surgery using another drill from the set, therefore no consequences for the patient were reported and the surgery time was not extended. It was advised that an improper use during surgery may have contributed to the event. Event happened in (B)(6).